Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold had increased and intermittent non-capture had been observed. Ventricular output was increased. A history of high thresholds and oversensing was also reported for the right atrial (ra) lead. The ra lead was reprogrammed to unipolar. Both leads remain in use. No patient complications have been reported as a result of this event.